Event description:
(B)(4). The procedure took much longer tha planned. I was never told I would need a ride home. I want able to take any pain relief medication during the procedure. I watched as the doctor inserted both coils. On my left side, the doctor said "opps". The coil went too far in, no trailing coils were visible. I have had horrible pain on that side so severe I couldn't move. Weight gain, endometriosis, joint pain. I have want them removed but cannot afford it. I've had surgery for the endometriosis and had the coil placement checked. The left side coil his migrated.